Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer states that he has issues with his blood glucose during dinner time. Troubleshooting was done and found out that it looks like auto mode is working during the evenings for dinner but that the bolus he gives himself ends up taking him lower due to his blood glucose target. The product sensor will be returned for analysis.